Manufacturer narrative:
The glidescope avl video monitor and the glidescope avl video baton 3-4 were returned to verathon for evaluation. The technical service representative confirmed the green lines, in addition the image was blurry. The technical service representative isolated the image issue to the returned video baton. The image would fail when the video baton was flexed near the camera. The returned video monitor was tested with a known good video baton. The image displayed by the video monitor was stable and clear with good color rendition. The video monitor was tested and returned to the customer. Since there are no repairs available for the video baton, the customer was provided with a replacement video baton and the returned video baton was scraped. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and a glidescope avl video baton 3-4, the video monitor displayed green lines intermittently. The procedure was completed with a backup avl system, with a five (5) minute delay while the second device was prepared. No harm to patient or user was reported.